Event description:
Customer reports waking in the morning and subsequently passing out from low blood glucose. Customer states she thinks she tried to use advantage system, but meter had no power. Paramedics were called by customer's daughter. Customer was transported to the hospital where she remained for 3 days. A request was made for return of the suspect product and a replacement was sent.